Manufacturer narrative:
The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted on the lcd board, mother board, interface board, remote frequency board, motor, vibrator or battery tube assembly. No numbers scrolling during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm, insulin pump was exposed to fluid. Customer's blood glucose level at the time 58 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.